Event description:
Medtronic received information that mitral regurgitation (mr) via commissure was suspected by echocardiogram for a 25 millimeter (mm) mosaic mitral valve. The physician noted that the patient also had mild-moderate aortic regurgitation (ar), and that an observed jet may relate to the mitral regurgitation. It was reported that over the three year period following implant, cythemolysis (hemolysis) was observed, but that condition currently is stable due to blood transfusion. An evaluation of transesophageal-transthoracic echocardiography data results showed the valve to be well-seated and normal in appearance, with a mean transmitral gradient of approximately 5 mm hg. Mild mr was observed in a single jet originating at the anterior periphery of the valve and appearing to track along the roof of the left atrium. The jet appeared to originate within the sewing cuff; suggesting that, despite its origination near the sewing cuff, it appeared to be central (valvular/commissural) rather than paraprosthetic. The aortic valve was tricuspid, with thickening of the aortic leaflets suggestive of degenerative mild aortic stenosis. There was mild or mild-to-moderate aortic regurgitation. Subsequently, it was reported that the mitral valve was explanted and replaced with a mechanical heart valve. No additional adverse patient effects were reported.

Manufacturer narrative:
The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. The product has been returned and analysis is in progress. Upon completion of analysis, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, all leaflets and commissures were intact. A perforation was observed in the right cusp along the inflow margin of attachment. Pannus was noted along the inflow and outflow edges of the sewing ring, and an unknown amount of pannus appeared to have been removed from the inflow and outflow during explant. A conclusive cause of the noted perforation could not be determined, and it cannot be concluded whether the jet that was noted in the echo review originated from this perforation. The edges of the perforation were jagged, suggesting a possible puncture with a sharp instrument such as forceps. Additional factors that could have contributed to this perforation include a long suture tail, contact with pannus formation on the stent rail and contact with the bias cloth of the stent. No manufacturing anomalies were noted on the bias cloth that could have contributed to the perforation. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.